Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer high blood glucose level was 400 mg/dl at the time of incident and the current blood glucose level was 409 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection and insulin pump for high blood glucose level. The customer stated that the drive support cap appears normal. Customer does not allege pump was under delivering. The customer stated that the insulin exited at the quick release. Customer declined to check their insulin pump programming to ensure all programming was correct and matches their health care professional guidelines. The device will not be returned for analysis.